Event description:
The customer sent the device to their physio-control field service representative for regularly scheduled maintenance. Upon receipt and evaluation of the device, it was observed that the device was displaying an illuminated service indicator and had two error codes in memory that indicate a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and recommended the replacement of the main pcb; however, this was declined by the customer. The root cause of the reported failure cannot be determined.